Manufacturer narrative:
The investigation of optical signal issue has been completed. The impella device was returned for evaluation. Optical signal issue: pump optical parameters were measured and 5s parameters were consistent with a sensor face break. Data logs were reviewed and the logs shows that a "placement signal not reliable" (psnr) alarm occurred with a sudden increase in placement signal to 3000. Optical parameter changes occurring at time of psnr alarm are consistent with a sensor face break. Clinical details noted that the placement signal was lost after shockwave was performed. Per instructions for use indicating that the use of shockwave at a distance of less that 20mm from the optical sensor may interfere or damage the optical sensor. The distance between the shockwave device and the pump was not noted. The cause of the optical signal issue was due to a damaged sensor as a result of shockwave use based on clinical details provided and returned product and data log analysis consistent with damage to the optical sensor face during pump use.

Event description:
The complainant reported that an impella cp was placed to support a high-risk percutaneous intervention (hrpci) procedure. During the hrpci, the placement signal was lost when the shockwave was performed. Impella flows remained stable and the motor current was stable. The impella cp was noted to be in good position and the patient¿s hemodynamics remained stable. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.